Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the ostial right internal carotid artery (rica). During the procedure, the physician had difficulty retrieving or capturing the angioguard 7 mm embolic protection device back into the capture sheath. The filter basket was finally successfully retrieved with no debris noted. The patient had no neurological deficit upon leaving the angiography suite. There was no reported patient injury. The patient was discharged the day after the procedure. The rica target lesion was reported to be: an 80% stenosis, 10 mm length, 5.0 mm vessel diameter, severely calcified, and mildly tortuous. The lesion was pre-dilated. A precise 9 x 40 stent was successfully implanted in the target lesion. The residual stenosis was 0%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the ostial right internal carotid artery (rica). During the procedure, the physician had difficulty retrieving or capturing the angioguard 7 mm embolic protection device back into the capture sheath. The filter basket was finally successfully retrieved with no debris noted. The patient had no neurological deficit upon leaving the angiography suite. There was no reported patient injury. The patient was discharged the following day with no adverse events and stroke scores unchanged from baseline. Antiplatelet therapy included pre and post procedure and discharge aspirin and clopidogrel. Stroke score scales were unchanged and it was indicated that there were no adverse events at 30 day follow-up with study medications indicated as aspirin. At baseline ((B)(6)) the patient was asymptomatic with a nih stroke score and modified rankin score of 0. The patient's medical history included hyperlipidemia, cardiac arrhythmia, and hypertension. The rica target lesion was reported to be: an 80% stenosis, 10 mm length, 5.0 mm vessel diameter, with severe circumferential calcification, and mildly tortuous. The angioguard was successfully deployed. The lesion was pre-dilated. A precise 9 x 40 stent was successfully implanted in the target lesion. The residual stenosis was 0%. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01423549. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. One non sterile angioguard rx was received accompanied with a capture sheath, both inside of a plastic bag. The delivery wire presented a little bent at 11.5cm from proximal end. The angioguard was received inserted through of guidewire exit port of the capture sheath. The filter basket was deployed and without any visual damage. The tip presented a kink at 0.7cm from distal end. The capture sheath had dry blood residuals. The capture sheath distal tip presented a little bent like a banana form. The capture sheath and filter basket were inspected under microscope and no anomalies were found. A lab sample coil dispenser was used to perform the functional analysis. The angioguard system was advanced through the capture sheath until the sheath marker met the proximal basket markers without any problem, per procedure. The reported failure by the customer as capture difficulty-unable to was not confirmed during analysis. The capture of the filter basket could be performed with any difficulty despite of the bent condition that presented the capture sheath distal end. Although based on the lack of information pertaining to the reported capture difficulty no conclusion can be made, based on the analysis of the returned device it is likely that procedural factors may have contributed to the reported event. The device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the events as reported. The records indicated that the product met specification prior to shipment and the device was captured per procedure with functional testing; therefore no corrective or preventive actions will be taken at this time.